Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a one-link needle free IV (intravenous) connector. A baxter one-link needle-free IV connector was initially attached to the IV line and flushed with 10cc of saline. However, when attempting to administer medication, resistance was encountered, and no fluid could be successfully flushed through the IV. Rather than replacing the IV, the one-link connector was removed and the IV line was directly connected to the medication source, resulting in successful administration. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.